Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. The patient's spouse heard an alarm on the system controller, the patient became unconscious and the spouse called a rescue team. The rescue team performed cardiopulmonary resuscitation (CPR) for 30 minutes without success. Data showed low speed advisory alarms and a pump speed decrease while being supported by batteries. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: although evaluation of the submitted log file confirmed low speed and pump stop events, a specific cause for the events captured in the log file could not be conclusively determined during the analysis of the returned portion of the driveline. The submitted system controller log file captured normal pump function until (B)(6) 2019 at 09:08:28, when the pump speed dropped below the low speed limit, resulting in a pump stop. The pump struggled to maintain the set speed throughout the remainder of the log file, resulting in multiple pump stops. These low speed events were accompanied by low speed advisory, low speed hazard, low flow hazard, low speed operation, and motor stop alarms. These events occurred while the patient was supported by battery power. There were also 4 driveline fault alarms were captured on (B)(6) 2019. Based on previous complaint experience, the captured behavior appeared to be consistent with a potential driveline wire compromise. At 10:38:37, the driveline was disconnected, followed by both power cables. This appeared consistent with the account¿s report of stopping support. Of note, the patient appeared to be supported by battery power throughout the 12 days of data captured in the log file. The ¿preparing for sleep¿ section of the heartmate ii patient handbook explains that heartmate ii patients must always connect to the power module for sleeping, or when there is a chance of sleep. A distal end portion of the driveline was returned in a segment measuring approximately 24¿. The driveline was received with rescue tape covering from 14.5¿ to 24¿ from the metal connector. Electrical continuity testing of the driveline in its returned condition did not reveal any discontinuities or shorts. Upon removal of the rescue tape, tears in the silicone jacket were observed approximately 2.5¿, 15.5¿, 16.5¿, 16.75¿, and between 22¿ and 22.5¿ from the connector were observed. There was no damage to the bionate layer. Breakdown of the metal braided shielding was observed approximately 0.5¿, 2.5¿, 3.5¿, 6¿, 7¿, 12.5¿, 14¿, 15¿, 17.5¿, 19¿ and 19.5¿ from the connector. The bionate and shielding were removed and examination of the underlying wires found no evidence of damage that would have contributed to the low speed and pump stop events observed in the submitted log file. Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation that would have contributed to the pump stop events observed in the submitted log file. It was later reported that no autopsy was performed, and the pump would not be returned for evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains important warnings related to pump stops. No further information was provided. The manufacturer is closing the file on this event.